Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the nl8501330 pudenz valve was implanted in the head on feb2019 and shunting was performed. The patient had nausea and headache on (B)(6) 2020, so an x-ray was taken. The physician considered the possibility of clogging of the shunt, and when the head was opened, the connector at the bottom of the valve had come off. The connector could not be removed so they remove it by inserting suture thread. Another nl8501330 pudenz valve, and ventricular catheter was implanted. Additional information has been requested.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - no anomaly was observed in the documentation review of the reported finished good that could cause the reported condition. Tests such as occlusion, leakage, backflow, and pressure are performed to each valve to ensure proper valve performance. The unit returned from the field confirmed the reported condition since the valve¿s proximal connector of the returned unit was found broken. The ¿flat head¿ on top part of the connector was broken off from the cylindrical part. The cylindrical area was still attached to the catheter and it was threaded through with a piece of string. The valve was cut open to evaluate if the rest of the connector was inside the valve and it was found that the ¿flat head¿ was still inside the valve. This finding demonstrates that the connector was in one piece and correctly assembled during the manufacturing process. Therefore, the possible root cause is related to excessive force exerted upon the connector during use.

Event description:
N/a.